Event description:
It was additionally reported on (B)(6) 2014 that the patient would be a perfect candidate for a sensor ipg secondary to stark changes in stimulation with postural changes.

Event description:
It was reported that the patient experienced intermittent stimulation. Over the last couple of months the patient noticed that when the stimulation was on, all of a sudden it was off however, he had not checked the status, just turned it back on. This had happened reportedly three times at random. This past weekend the patient also had difficulty turning the stimulation off as he typically would turn the stimulation off at nighttime when he slept as stimulation "zapped" him during that time. A surging sensation occurred whenever the patient turned the stimulation off. It was noted that the patient saw his health care provider (hcp) and company representative about two months ago. The patient was told to contact his company representative when it happened again. The patient was not able to adjust stimulation with the patient programmer (pp). The patient was not able to turn the stimulation off over the weekend, so he replaced the batteries and when he tried afterwards he received a call doctor sign; however, did not keep track of any code. Three hours later he tried again and it worked to turn the stimulation off. The recharger communicated fine with the implant. The hcp discussed a newer stimulation system that has sensing capabilities with the patient and he was approved for it. The patient had been scheduled to receive that implant. Additional information received nine days later reported that the patient was seen on (B)(6) 2013 at the doctor's office. It was believed that the patient was new to this practice. It was noted that the manufacturer's representative saw the patient briefly. According to the clinic's notes, the patient reported that he had changes in the spinal cord stimulation (scs) due to his postural changes. It was noted that the sensor device would help a great deal and the patient was planning to schedule a "change out" sometime in the summer. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37 743, serial# (B)(4), product type: programmer, patient. (B)(4).